Manufacturer narrative:
The available information suggests this product remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms. The out of range measurements were observed in the triad configuration. Impedance measurements were then taken in the coil to can configuration and acceptable measurements were observed. The device was reprogrammed to the coil to can configuration and the output was reprogrammed to maximum energy. No adverse patient effects were reported.